Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
Boston scientific received information that the patient presented to the emergency room after experiencing a 10 second episode of syncope when bendng over. A remote interrogation was performed and boston scientific technical services (ts) reviewed the data. There were no stored episodes within the last 72 hours and it was discussed that the rate cut off was set to 170 beats per minute. Further review found a pacemaker mediated tachycardia (pmt) episode from 10 months earlier that would not be related to the patient's symptoms. The physician noted that he did not believe the cardiac resynchronization therapy defibrillator (crt-d) was a contributing factor but rather the patient's pneumonia and sepsis. At this time the crt-d, right atrial (ra) lead, right ventricular (rv) lead and left ventricular (lv) lead remain in service and no additional adverse patient effects were reported.